Event description:
It was reported that decreased sensing and increased thresholds were observed. Dislodgement was suspected. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.